Event description:
This was a reported lead extraction case conducted in the ep lab to remove a fractured, 72mth old sjm 1581 riata dual coil ICD lead. The patient was intubated and prepped per hrs recommended standards. A left upper extremity venogram was performed and subclavian vein obstruction was identified. The md prepped the riata lead with a lld-ez and began lasing with a 16f glidelight, successfully extracting the lead. When the laser sheath was removed and a 9f sheath was placed for lead re-implantation the patient's abp declined sharply (1140). Hemopneumothorax was noted on fluoroscopy, cvs was paged and tee was placed. The cvs was at the patient's bedside approx 10 minutes of the initial abp drop. A chest tube was placed (yielding approx 3 liters of blood), a lateral thoracotomy was performed and CPR started. The injury site was unable to be identified and unfortunately the patient did not survive the rescue. The code was called at 1226.